Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead cut at 6.3 cm from the connector end was returned. The electrical continuity of the partial lead was normal. Due to the returned condition of the lead, a complete analysis could not be performed.

Event description:
It was reported that stored egms revealed noise on the atrial channel. The noise was reproducible with arm movements. The lead was removed and replaced.